Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. The manufacturing history was reviewed, with no irregularities noted. Omsc could not determine the root cause conclusively. This type of the error and the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe damage might be caused by excessive load applied to the probe due to activation while contacting with something hard, or holding the tissue and twisting the subject device. There is a possibility that the error occurred due to the excessive load. The instruction manual of the device has already warned as follows; *do not contact the probe with any hard objects (e.g., metal clips, uterine manipulator, or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, and this may lead to damage or detachment. *do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound.

Event description:
During a laparoscopic prostatectomy, two devices were used. The tissue pad of the first device fall outside the patient. The user exchanged it with the 2nd device and continued the procedure. When the user grasped the tissue for the first time, the probe of the 2nd device broke off and fell into the patient. The fragment of the 2nd device was retrieved. The error which indicates abnormality of the probe was displayed. No further information was reported. There was no patient injury reported. This MDR is regarding the 2nd one of two devices.